Event description:
It was reported to depuy acromed that two broken screws and a broken rod were explanted from a pt. The broken devices were seen on x-ray and it was decided that they had to be removed and replaced. There were no other adverse consequences to the pt. A dimensional analysis was performed and the returned devices conformed to specs. A material assessment test was performed and the returned devices conformed to astm standards. The most likely cause of the evnet is excessive force placed on the implants due to a delayed fusion. The initial implant date was not available from the complainant. The lot codes of all returned implants indicate that they were mfg in 1998 and 1999. The implants were explanted on 2001. As stated in the device labeling, the moss miami system is intended as a "temporary anterior or posterior implant to correct spinal disorders and provide stabilization of the spine to permit the biological process of spinal fusion to occur". If spinal fusion does not occur or is delayed an extended amount of time, excessive forces can be placed on the implants causing them to fracture. A definitive cause of the event cannot be determined. No further action can be taken at this time.